Event description:
This patient underwent inflatable penile prosthesis implantation on 9/7/90. This implant worked well up until december of 1993 when he noted that the implant would no longer inflate. The pump was flat and no fluid could be pumped into the cylinders.intra op findings on 4/7/94: tubing coming directly off the pump mechanism going toward the left penile cylinder was totally broken and disrupted.